Event description:
The md was placing a basket to capture kidney stones, upon attempt to remove the basket the stone burden was too much and the basket could not be removed. They inserted another basket to off load some of the stones, which did not help either. The md used the laser to cut the basket and removed the equipment. No harm to the patient.